Manufacturer narrative:
The lens was not implanted and therefore not explanted. (B)(6) all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a film/coating was observed on the top of the surface of an intraocular lens (iol). The account commented that it looked powdery and the color was brown, like rust. No patient involvement was reported.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaint for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.